Event description:
On (B)(6) 2013, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. Trunk-ipsilateral leg (pxt261412/(B)(4)) and two contralateral leg components were successfully deployed. The patient tolerated the procedure. Later in a follow-up study, a type ii endoleak was confirmed. Aneurysm diameter increased up to 70mm. As aneurysm diameter at the time of initial implant procedure was not available, exact amount of enlargement was unknown. On (B)(6) 2018, first-stage reintervention was performed whereby a contralateral leg component and a bare-metal stent were implanted in the right external iliac artery. The right internal iliac artery was intentionally embolized. On (B)(6) 2018, second-stage reintervention was performed whereby a contralateral leg component and a bare-metal stent were implanted in the left external iliac artery. The left internal iliac artery was intentionally embolized. Type ii endoleak was resolved, and the patient tolerated the reintervention procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement.